Event description:
It was reported, that during the procedure. The right ventricular (rv) lead was inserted. It was observed, that the patient's anatomy was tortuous. When the lead was positioned, the helix was deployed, but took greater than 20 turns to extend it. However, the position was not optimal, due to high impedances (2000 ohms). Therefore, the lead was repositioned. After several attempts to deploy the helix. Which took greater than 60 turns. The helix still would not extend entirely. The lead was removed from the patient. And the helix mechanism was tested on the table. It still took greater than 60 turns before the helix extended. It was indicated, that there did not appear to be an obstruction with the helix mechanism. Subsequently, a new lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead did not reveal any abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism could not be tested, due to dried blood in the housing. The helix difficulty allegation could be confirmed due to this. However, the high pacing impedance allegation could not be confirmed, as no fracture was present.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported that during the procedure, the right ventricle (rv) lead was inserted. It was observed that the patient's anatomy was tortuous. When the lead was positioned, the helix was deployed, but took greater than 20 turns to extend it. Additionally, the position was not good due to high impedances (2000 ohms). Therefore, the lead was repositioned. After several attempts to deploy the helix, which took greater than 60 turns, the helix still would not extend entirely. The lead was removed from the patient, and the helix mechanism was tested on the table. It still took greater than 60 turns before the helix extended. It was indicated that there did not appear to be an obstruction with the helix mechanism. Subsequently, a new lead was used to complete the procedure. There were no reported adverse effects to the patient.